Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing, a drop in pacing impedance, and increased capture threshold were observed. An insulation abrasion was suspected. The lead was capped and replaced on (B)(6) 2016. The patient was stable and will continue to be monitored normally.